Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the caused that contributed to the reported event cannot be established.

Event description:
It was reported that when the device was opened, the fiber tip was found disconnected. The procedure as completed with another of the same. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the caused that contributed to the reported event cannot be established.

Event description:
It was reported that when the device was opened, the fiber tip was found disconnected. The procedure as completed with another of the same. There were no patient complications.